Manufacturer narrative:
In-house testing confirmed the presence of the e antigen on cells 1, 3 and 6 of retention capture-r ready-ID lot id231 manually and on the echo. In-house testing also confirmed the presence of the e antigen on cells 1, 3 and 6 of returned product on the echo. Testing was performed using retention anti-e lot 6f619-1 diluted 1:64 with retention capture-r indicator cells lot 221259. Controls performed as expected. There were no product deficiencies identified. The unexpected reactivity appears to be sample-related.

Event description:
On (B)(6) 2014, a customer reported obtaining unexpected negative reactivity with capture-r ready-ID, lot id231.